Event description:
It was reported that there was noise and t-wave oversensing. It was also noted that the patient was undergoing an MRI (magnetic resonance imaging) procedure. When the patient was placed in the bore of the MRI machine, there was no pacing. The patient had an underlying rhythm of 72 bpm, but the device had been programmed to 80 bpm. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.